Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use injector was unable to deliver fluid. When the user tried to extend the needle and inject locally, it did not work. When the needle was retracted the fluid then began to drip out. The procedure was completed with the third injector they used. The issue occurred during the therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause is presumed to be due to the compressive bucking on the needle tube. The compressive buckling on the needle tube was likely caused when the needle was extended because of the great friction between the outer tube and the needle. Olympus will continue to monitor field performance for this device.